Event description:
It was reported that the articular surface would not fit into the tibial tray. The procedure was completed with a thicker component.

Manufacturer narrative:
This report will be amended when our investigation is complete.